Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600473 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the device is activated the staples are not closing. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The staples appear to be properly ali gned. No other defects or anomalies were observed. The stapler was received with 21 staples left in the cartridge indicating that at least 14 staples were fired by the end user. Reference files (B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. No other defects or anomalies were observed. The stapler was received with 21 staples left in the cartridge indicating that at least 14 staples were fired by the end user. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples do not close" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
When the device is activated the staples are not closing. The patient's condition was reported as fine.